Event description:
It was reported that this inflatable penile prosthesis exhibited deflation issues. The device cycles, but does not deflate to less than 60% erect. The patient stated that he has attempted valve reset techniques, but they were not successful. A medical appointment is scheduled to address the experience. No patient complications were reported.